Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified maintenance solution via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified concentration of levaquin. The primary solution container was lowered below the secondary solution container. After an unspecified length of time, the nurse noted the secondary solution was flowing into the primary solution container. The primary tubing set was replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.